Manufacturer narrative:
H6: investigation summary. Scope of issue: the scope of issue is only limited to bd facscanto ii cytometer 4/2/2 sys ivd, part # 338962 and serial # (B)(6). Problem statement: customer reported complaint on the instrument screening program position having a leak, spray of fluid under pressure not contained. Manufacturing defect trend: there are zero qns (quality notifications) related to the reported issue. Date range from 21jan2020 to 21jan2021. Complaint trend: there are 4 complaints related to the issue of an instrument leakage from the filters; date range from 21jan2020 to 21jan2021. Manufacturing device history record (DHR) review: DHR part # 338962 serial # (B)(6) , file # (B)(4), was reviewed. The instrument met all the manufacturing specifications prior to release. Investigation result / analysis: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, risk analysis and servicemax, the root cause of the spray of fluid not contained within the instrument was due to worn clean filter and sheath filter tubings. As the customer specified that there was a leakage of sheath fluid and cleaning fluid, the fse (field service engineer) was quickly able to identify the source of the issue to be from the sheath and clean filters. They found that the leakages came from the tubings connected to the two filters and replaced them. No parts were requested for evaluation as tubing is not from stock inventory and the defective tubing was discarded. After the repair the instrument was tested and was performing as expected. While there was a spray of fluid not contained within the instrument, it was not to a degree to significantly increase the impact on the customer. Additionally, the fluid that leaked was sheath fluid and cleaning solution, and did not come in contact with the customer since it was not in a customer accessible location. Although patient samples were being used, the results captured were not used for any diagnosis due to the leakage so no patients were harmed. The safety risk is limited, s2, and there was no impact to customer health or safety. Service max review: review of related work order #: (B)(4), case # (B)(4). Install date: (B)(6) 2019. Defective part number: n/a. Work order notes: subject / reported: facscanto ii - instrument filter location with leak - sing obit biotech co., ltd. Problem description: facscanto ii- there is a leak in the instrument filter position. Leaking fluid and cleaning fluid, no contact with personnel. Work performed: 1. Replace the sheath filter and clean filter tubing. 2. No any leakage. Cause: the sheath filter and clean filter leakage. Solution: 1. Replace the sheath filter and clean filter tubing. 2. No any leakage. Returned sample evaluation: a return sample was not requested because the replaced tubing is not returnable and was discarded. Risk analysis: risk management file part #338960-04ra, rev. 01/vers. A, bd facscanto ii flow cytometer (fluidics) fmea was reviewed. No new hazards have been identified and the current mitigation is sufficient. The severity rating in this file is ¿8¿ based on the previous scale rating. This rating is equivalent to ¿s2¿ in sop6078-02 whereby the leakage was obvious or indicated by additional (warning) information and hence the impact to the customer is negligible to none. The current mitigations are adequate with rpn under acceptable range. Hazard(s) identified? Yes no. O item: 4. Quick disconnect. O function: 4.1 connects tubing to filters and fluid tanks. O potential failure mode: 4.1.2 not connected. O potential effect(s) of failure: 4.1.2.1 sheath line not connected to instrument or wet cart. O potential cause(s)/ mechanism(s) of failure: pressure build-up in line to sheath pump. Line pops off pump and leaks fluid inside wet cart. O current controls: user observation of leak. O recommended actions: 1. Install bypass regulator to limit pressure 2. Replace knf pump by hargraves pump. O severity: 8. O occurrence: 4. O detection: 1. O rpn: 54. Mitigation(s) sufficient yes no. Root cause: based on the investigation results the root cause of the spray of fluid not contained within the instrument was due to worn sheath filter and clean filter tubing. Conclusion: based on the investigation results, the root cause of the spray of fluid not contained within the instrument was due to worn sheath filter and clean filter tubing. The fse confirmed the issue and replaced the worn tubing from the clean filter and sheath filter. After the repair, the instrument was rebooted, tested, and functioning as expected. No one was harmed or injured, and no medical diagnosis was performed due to the leak.

Event description:
It was reported that while using bd facscanto¿ ii facsflow under pressure sprayed outside of instrument. Facscanto ii- there is a leak in the instrument screening program position. Leakage of sheath fluid and cleaning fluid, no personnel contact the crack of tube from clean and sheath filter in fluidic cart additionally, on 2021-02-23 the fse provided the following additional information: 1. Was the leak contained within the instrument? No; 2. Was the leak in a customer accessible location? No; 3. Was there spray of fluid under pressure? Yes; 4. What was the fluid that leaked? Facsflow¿clean solution; 5. What is the source of leak -- waste line or non-waste line? Non-waste line; 6. Was the customer exposed to blood or bodily fluids? No; 7. Was there any physical harm to the customer as a result of the leak? No.

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using bd facscanto¿ ii facsflow under pressure sprayed outside of instrument. Facscanto ii- there is a leak in the instrument screening program position. Leakage of sheath fluid and cleaning fluid, no personnel contact the crack of tube from clean and sheath filter in fluidic cart. Additionally, on (B)(6) 2021 the fse provided the following additional information: was the leak contained within the instrument? No. Was the leak in a customer accessible location? No. Was there spray of fluid under pressure? Yes. What was the fluid that leaked? Facsflow clean solution. What is the source of leak -- waste line or non-waste line? Non-waste line. Was the customer exposed to blood or bodily fluids? No. Was there any physical harm to the customer as a result of the leak? No.